Event description:
It was reported that the pt was not able to hear a signal from the implant for about 2 months. This happened suddenly one day at school. Telemetry was checked in 12/2002, the result was 'poor coupling'. Processor was also replaced but there was still no sound.